Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue? If yes, please provide more details. No patient consequence reported. The following information was requested, but unavailable: what was the initial procedure? Unk. Investigation summary: he product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. One packet of product code pdp2017h was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened, and the barrel hole was examined under 20x magnification, and a damaged needle defect was observed, the damage found was an opening in the barrel wall in the sample. No needle pull was noted since the suture was still attached to the suture. In addition, a functional test was performed using an instron and the pull force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Event related to mw # 2210968-2022-06033, mw # 2210968-2022-06035, mw # 2210968-2022-06036, mw # 2210968-2022-06037, mw # 2210968-2022-06038. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.